Manufacturer narrative:
(B)(4), the device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The clean room environment control figure was a normal level when the batch was manufactured. The sample was received in the original lma pouch and the pouch seal was intact. The device was observed to be standard and normal. The reported defect was not verified at the time of the initial visual inspection. However, under the magnifying scope, tiny spots were observed on the tyvek. The substances observed on the tyvek remained unchanged after many cycles of shaking. The substances appeared to be embedded on the tyvek surface. The reported defect was confirmed visually however, the root cause of the failure was undetermined. It is suspected that the cause could be due to the supplier of the tyvek. Relevant parties were made aware of the incident and on-going monitoring will be in place to verify if there is a trend of similar incidents.

Event description:
The event is reported as: the customer alleges there were shavings that came off the device when the packaging was opened. The alleged defect was found prior to use. There was no reported patient involvement.

Event description:
The event is reported as: the customer alleges there were shavings that came off the device when the packaging was opened. The alleged defect was found prior to use. There was no reported patient involvement.